Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperatively, after the new device was implanted, the incision was partially closed and fluoroscopy imaging was conducted. The existing right ventricular (rv) lead pin was not fully inserted past the setscrew. The sutures were removed and the device was removed from the pocket. Both the rv pace/sense and high voltage pins were removed and reseated in the device header. The device was re-implanted and remains in use with the rv lead. No patient complications have been reported as a result of this event.